Manufacturer narrative:
The t:slim g4 pump user guide states: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can adjust the insulin units up or down before you decide to deliver your bolus.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. The customer's blood glucose (bg) was 65 mg/dl.. Customer ate some candy to address the bg level. Customer states that the low bg level at the time of the event was caused by over bolusing for dinner prior to the issue occurring. Customer declined any further tandem customer technical service (cts) assistance in relation to the low bg level. During troubleshooting with cts, the malfunction alarm was cleared and insulin delivery was able to be resumed.